Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. During device insertion, it was noticed that air was being drawn into the aspiration syringe. Air was removed, and when tried to aspirate the issue occurred again. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Inspection of the returned sheath noticed kinks towards the distal tip of the shaft. This defect would not have contributed to the allegation of this event. Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. These defects would have caused visible air bubbles/air ingression into the sheath and its interfacing device(s), resulting in the occurrence of this event. Inspection of the sheath found kinks towards the distal tip of the shaft. These defects did not contribute to the original allegation of this event and based on the complaint summary, may not have been present during the time of use. Therefore, these defects must have occurred during transportation or storage of this device.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. During device insertion, it was noticed that air was being drawn into the aspiration syringe. Air was removed, and when tried to aspirate the issue occurred again. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.